Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump delivery is inaccurate. No adverse event reported. Requested the return of the alleged device for evaluation.